Manufacturer narrative:
The investigation is not yet complete. A follow up report will be submitted with all additional relevant information. A2 and a4 are unknown.

Event description:
It was reported that: the pusher auto released device before insertion, despite the pusher being locked. The pusher worked after pushing the trigger several time. Procedure continued but the device was undersized, the device was retracted. The pusher was jammed when trying to release the device outside the introducer. The trigger was pushed several time to release the device. After that the pusher jammed again despite pushing the trigger several times. No patient injury.

Event description:
It was reported that: the pusher auto released device before insertion, despite the pusher being locked. The pusher worked after pushing the trigger several time. Procedure continued but the device was undersized, the device was retracted. The pusher was jammed when trying to release the device outside the introducer. The trigger was pushed several time to release the device. After that the pusher jammed again despite pushing the trigger several times. No patient injury.

Manufacturer narrative:
The batch record review, inspection protocols and the packaging of the complained device 55pp185 opp24101_08 revealed no deviations. The final inspection of the complained opp revealed no deviations and the environmental conditions during the storing were within limits. During the investigation, it was possible to grab and release the occluder without any issue. The ball-jaw connection withstand a tug test.with the devices being compatible with each other and withstanding a tug test, a device-related failure can be excluded. It is possible the complained event occurred due to the application of excessive forces onto the pusher. Another possibility is, that the pusher cable was not set to a straight line, which can cause not-reproducible issues with the closing mechanism.